Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer was closed before the medication was retrieved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was closed before retrieving. A technical support specialist instructed the customer to use the cycle count function to open the door. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.